Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Complaint was not confirmed. Per the complaint information, the most likely cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding disconnecting and reconnecting his supply bag, which occurred on the homechoice (hc) during use during fill. The home patient (hp) stated that he reconnected the supply bag to the unused line. The baxter technical service representative (tsr) explained about not reconnecting supply bags and assisted the hp to end therapy. The tsr advised the hp to let the registered nurse (rn) know about reconnecting the supply bag and not completing therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated that the bag was not filling the heater bag so he disconnected it and added another bag. The hp stated at that time he did not notice anything with the bag that could have caused the issue. The hp stated that the sample was discarded and the lot numbers were unknown. The hp stated he spoke with his registered nurse (rn) about disconnecting and reconnecting bags and the rn told the hp not to do that. The hp stated therapy is going fine since then. There was no patient injury or medical intervention reported.